Event description:
A report was received that the patient was experiencing worsening pain at the pocket site due to ipg migration. It was noted the patients ipg was rotating horizontally and the pocket was torn when the patient sat on it 3 days after surgery. The patient also had burning sensation when charging. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg revision procedure.